Manufacturer narrative:
One device was received for evaluation. Visual inspection found a loose screw of the internal protector. A review of the event history log revealed a primary audible alarm. Functional testing was unable to duplicate the reported problem; however, the problem was verified in the ehl. It was determined that the interconnect pcb and the speaker were the root causes. The interconnect pcb and speaker were replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited an error and had loose screws in the interior. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3 unknown.